Event description:
It was reported that this device triggered a battery depletion error. Technical services (ts) review of the device data confirmed premature battery depletion and noted that the replacement window ends (B)(6) 2024. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this device triggered a battery depletion error. Technical services (ts) review of the device data confirmed premature battery depletion and noted that the replacement window ends (B)(6) 2024. The device remains implanted. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.